Event description:
Information received by medtronic indicated that the inpen's screw was moving back into the inpen when the customer was dialing the dose. Customer stated that the screw was not moving as intended. Customer stated they did not touch or twist dose button when dialing the dose in the inpen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.